Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that they were planning on doing a pump revision to change the location of the pump. The pump may have been uncomfortable for the patient in the current position, but the details were not completely known by the manufacturer¿s representative at the time of report. It was later reported that a revision was planned for (B)(6) 2014. At the time of report the patient was receiving efficacy. The pump was used to infuse an unknown drug. No outcome or drug information was reported regarding this event. Further follow-up is being conducted to obtain this information as well as confirmation on the exact symptoms the patient was having. If additional information is received, a follow-up report will be sent.